Event description:
The customer reported that the system was stiff. This results in inconvenience and a slight delay in system usability. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and pu back into service.